Event description:
It was reported that balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported.